Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that during today¿s surgery, a primary surgery after external fixateur a breakage of the drill 18064260s d4.2mm x 340mm, ao color code green, occurred due to application difficulties. As a result, one tip broke off. This happened during the step of drilling the posterior calcaneal screw in the procedure. There was no hard no reported. There was no surgical delay, medical intervention reported and the surgery was reported to have been completed successful. The product fresh out of box, not re-sterilized. The tip of the drill remained in patient.

Event description:
It was reported that during today¿s surgery, a primary surgery after external fixateur a breakage of the drill 18064260s d4.2mm x 340mm, ao color code green, occurred due to application difficulties. As a result, one tip broke off. This happened during the step of drilling the posterior calcaneal screw in the procedure. There was no hard no reported. There is no surgical delay, medical intervention reported and the surgery was reported to have been completed successful. The product fresh out of box, not re-sterilized. The tip of the drill remained in patient.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.